Event description:
It was further reported there was no significant tortuousity in the vessel. It was not extremely tortuous as previously reported. Also, crossing difficulties were not encountered when advancing the 28x3.5mm veriflex sds.

Event description:
Same case as MFR# 2134265-2011-02076. It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 85% stenosed target lesion was located in the minimally calcified, extremely tortuous right coronary artery (rca). Without predilating the lesion, a 28x3.5mm veriflex stent delivery system (sds) was advanced but it was difficult to cross the bend in the mid rca. The device did reach the lesion, however, the stent moved distally on the balloon, towards the tip. It did not dislodge and it was possible to deploy the stent in the target lesion with the veriflex delivery balloon. Next, a 20x3.5 veriflex sds was advanced and the stent was deployed in the proximal rca without incident. Lastly, a 12x3.5mm veriflex stent delivery system (sds) was being prepped and the stent dislodge when the madrel was removed. The stent appeared damaged. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).